Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was at this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a blower assembly failure. A repair quote for the replacement blower assembly was sent to the customer for approval, and the customer accepted. The replacement blower assembly has been shipped to the customer for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer only requested a repair quotation for the replacement blower assembly. The customer approved the quote, and the replacement blower assembly was sent to the customer as material only. No other action was taken by a philips service engineer. It is unknown what the outcome of the service event was, and no further case information about the status of the device could not be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.